Event description:
There was no pt involved in this event. This device was malfunctioned as the device switches on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2013 and performed to specification, alongside one ten minute manual power up, up to the 10th november 2013. The device failed multiple self-tests due to a low battery between 16th november 2013 and 23rd march 2014. Multiple manual power ups of ten minutes duration were observed in the device memory between 24th may 2014 and 12th may 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The fault was witnessed during the investigation, confirming the reported fault. The fault could not be replicated with a new membrane fitted. The voltage across the battery terminal pogo-pins was reduced enough to potentially cause the low battery fails recorded. There was slight voltage fluctuation observed on the pogo-pins, this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.